Event description:
Customer reported a cartridge alarm 20 during pumping, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer experienced consecutive cartridge alarms, leading technical support to confirm the issue and arrange for a replacement pump with updated software. Customer was informed about training availability, instructed on how to prepare and return the malfunctioning pump, and acknowledged all instructions.